Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen and failed to power down. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint and determined the unresponsive touchscreen resulted in the user being unable to power down the device via device display. Device was scrapped per customer request. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen and failed to power down. There was no patient harm or serious injury reported as a result of this incident.